Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the 3.5x33mm xience xpedition stent was implanted in the mid right coronary artery (rca) to treat the 80% stenosis. In (B)(6) 2017, the patient was re-hospitalized for chest pain. Angiography showed restenosis in the original stent. Balloon angioplasty was performed and fluid therapy was administered. The patient was in the hospital for a week and was discharged after the condition improved. Per the physician, the relationship between the event and the device is not known. The patient is in good condition. There was no additional information provided.